Manufacturer narrative:
The pump was received with (B)(6) alkaline battery installed. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, error test and self test. All operating currents were within specification. The off no power alarm functioned properly. No unexpected failed battery test or battery out limit alarms were noted during testing. The pump had a small crack on the reservoir tube lip. Daily total delivery for (B)(6) 2016 was 35.600u, (B)(6) 2016 was 51.300u, (B)(6) 2016 was 65.400u, (B)(6) 2016 was 45.600u, (B)(6) 2016 was 43.600u, (B)(6) 2016 was 53.500u, (B)(6) 2016 was 20.100u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was acute myocardial infarctions (massive heart attack). The customer's blood glucose at the time of death was 20 mg/dl, on (B)(6) 2016 at 7:30 pm. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of passing. The caller stated that the battery was removed from the insulin pump on (B)(6) 2016 because the device kept alerting meter bg now. The caller agreed to upload to carelink. The caller inserted a battery at the time of the call and the insulin pump alerted battery out limit and failed battery test. Assistance was provided to clear the alerts and explanation and common causes of the alerts was provided to the caller. The date and the time were reset. The insulin pump uploaded to carelink successfully. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.